Manufacturer narrative:
Updated: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image issue/irregular color issue could not be determined, however, the issues were likely the result of repetitive use stress, charged-coupled device (ccd) unit damage due to user handling/mishandling and or a circuit board component failure. Additionally, a definitive root cause of the observed objective lens peeling issue could not be determined, however, this issue was likely the result of repetitive use stress, user handling/mishandling and or external factors. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 inspection of the endoscopic system. Inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the adhesive part around the objective lens was peeling and due to damage on charged coupled device unit in endoscope connector, color tone of the image is not proper (image is magenta or green only). Additional evaluation findings are as follows: video connector had a crack, video connector case had discoloration, video connector case had a scratch, switch 1 had discoloration, switch 1 had a scratch, right/left lever had a scratch, video connector had a scratch, light guide cover glass had a scratch, angulation lever had a scratch, right/left plate has a scratch, up/down plate had a scratch, grip had a scratch, control unit had a scratch, adhesive on bending section cover had a chip, light guide connector had a scratch, and bending section cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that before an unspecified procedure during preparation for use, the deflectable videoscope had a poor image and poor contact between the operation part and the light guide connection part. The unspecified procedure was completed using a similar device. During the evaluation the following reportable malfunction was found: the adhesive part of the objective lens has peeled off. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.